Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out-of-range (oor) impedance measurement greater than 2000 ohms. Furthermore, this lead displayed loss of capture and high pacing thresholds. The lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.